Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they had high blood glucose value. Customer's blood glucose value was 400 mg/dl. Customer also stated that reservoir was not able to lock in place when inserted into pump and battery compartment was cracked. Customer was advised to discontinue use of the pump and revert to a back-up plan per healthcare professional¿s instruction. Insulin pump will be returned for analysis.